Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a reverse total shoulder revision arthroplasty. Subsequently, the patient's humeral stem and torque defining screw disassembled which resulted in disassembly of the humeral tray and humeral stem. As a result, the patient underwent a right shoulder revision approximately 2 year and 6 months after initial implantation of the stem and 6 months after the first revision. No further patient impact reported. No further information available. This is report 1 of 2 for this event.